Manufacturer narrative:
The device is expected for evaluation but has not yet arrived. A follow up report will be submitted upon complaint of the investigation.

Event description:
The shaver handpiece stopped during surgery. Further communication on 05/25/2007 revealed that, as a result of this event, the initial knee arthroscopy on 04/23/07 could not be completed as planned. An add'l intervention was necessary the following day to complete the procedure. This device is used for treatment.